Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Additionally, it was reported that occlusion alarms occurred. The customer primed the tubing to address the issues. There was no reported adverse impact to customer's blood glucose level.